Event description:
Nidek inc received a complaint from a customer on (B)(6) 2015. Customer reported that during the use of yc-1800 sn: (B)(4) laser made a beeping sound and the resident doctor noticed that the displayed power had doubled. Doctor decreased power to what it was previously set and continued treating the pt. The procedure was completed and no injury was reported that time.

Manufacturer narrative:
The affected device was not returned to nidek for eval. However, a nidek field service engineer (fse) had conducted an on-site eval. The device was evaluated and tested for proper function. Fse confirmed that the device has been functioning within specs. No problem was found. Fse identified that the doctor was using the energy control button to increase the power when he wanted to increase the power in small amount. (Energy control: is used to set energy of the yag laser in the range from 0.3 to 10.0mj in 0.1 mj increments.) (Reference: ophthalmic yag laser system yc-1800; operators manual; 3.system description, 13 energy control) fse explained to the doctor to use to joystick to increase the power in minor amounts i.e. 0.2 mj. Nidek confirmed that there was no pt injury and the treatment was completed. Nidek inc considers it a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.